Manufacturer narrative:
Complaint conclusion: during unsuccessful attempts to cross a chronic total occlusion (cto), a frontrunner catheter was associated with the creation of a self-healing arteriovenous fistula. No further intervention was required to treat this event. Attempts to cross the target lesion with another device were unsuccessful. Femoral-popliteal bypass surgery was planned for the treatment of the cto lesion. The event involved a target lesion located in the patient¿s right distal superficial femoral/popliteal artery and was described as a cto and calcified. The popliteal portion of the target lesion was further described as having two ¿caps¿. The frontrunner deice had been stored, handled and prepped according to the instructions for use (IFU). No anomalies were noted to the packaging or device prior to use. No difficulty was experienced while advancing the frontrunner device to the target lesion. The physician was unable to cross the target lesion with the frontrunner device. During these attempts an arteriovenous fistula (avf) was created when the frontrunner device entered the patient¿s venous system. The avf is reported to have healed when the device was removed. The avf did not require any further intervention and the patient did not require transfusion. Further attempts to cross the lesion with another device were unsuccessful. The patient¿s cto lesion was scheduled to be treated with femoral-tibial bypass surgery. Procedural films of this event were not available. The product was not returned for evaluation. A review of the manufacturing records of this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported event could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, potential complications associated with the use of this include, but are not limited to, vessel dissection, perforation, or injury. Based on the information available for review, there are vessel characteristics (calcification) and procedural factors (repeated attempts to cross the lesion) that may have contributed to the event reported. Based on the device history record review, there is no indication that the event was related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the frontrunner device did not cross the cto (chronic total occlusion) and instead it created an arteriovenous fistula and entered the femoral vein causing patient injury. The physician was not able to cross the lesion with another device. Patient injury was reported but the injury was not permanent. The fistula healed during the procedure with device removal. The current status of the patient is "stable and set for surgery for femoral-tibial bypass." The bypass surgery was planned for the cto, not for the av fistula. There were no other complications noted from the procedure and the patient did not need any blood transfusion. The target lesion was the right distal sfa (superficial femoral artery)/popliteal artery. The popliteal had two "caps" one proximal and one distal. The target lesion was calcified. The target lesion site was not predilated. The device was stored, handled, and prepped according to the IFU. There weren't any other anomalies noted to the device or packaging prior to use. There was no difficulty advancing the device toward the lesion. There were no procedural films available. The product will not be returned for analysis.